Manufacturer narrative:
(B)(4). Method: the complaint neopuff was received at our regional office in germany, where it was inspected by a trained fisher & paykel healthcare service engineer. The fascia and valve system were sent to (B)(4) for further investigation. Results: visual inspection of the returned components revealed that the tube from the manifold had detached from the manometer. The tube was connected to the manifold and a known good manometer was fitted to the complaint valve system and tested based on the neopuff technical manual. The valve system passed all of the test specified in the manual. A lot check revealed no other similar complaints for lot 100715. Conclusion: the neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The fascia and valve system were replaced by the service centre and the device was returned to the customer after passing the performance test.

Event description:
A healthcare facility in (B)(6) reported that an rd900aeu neopuff infant resuscitator would not work correctly. No patient consequence was reported.